Event description:
Complainant alleged that during biomed testing the device's defib output was set at 75 joules, yet device charged to 107 joules. Also, when defib output was set at 100 joules, the device charged to 128.2 joules. The same was found when the defib output was set to 200 joules and the device charged to 234.4 joules. Complainant indicated that there was no patient involvement in the reported malfunction.